Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient was being prepped for an MRI scan but in their initial imaging they seeing what looks like another device or left over device that rungs from the hip to midline and is sub q. The MRI technician looked into the patient's surgical history and it stated that on (B)(6) 2017 the patient's pump and catheter were explanted due to an infection. The MRI technician was wondering if they left a piece of the catheter on the (B)(6) 2017 surgery. 2021-08-23 (hcp): document contained no new information.